Event description:
The pt reported that subsequent to the implant of a protegen sling, pt experienced urethral erosion, kidney infections and calcifications. Pt reported that the device was removed and another sling was implanted at that time. The device was not returned for eval.